Event description:
A malfunction was reported on a pump, but no significant event occurred before the malfunction and no adverse impact was reported on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. The malfunction code did not reoccur after the reset, and the customer was instructed to continue using the pump and to call back if the issue recurred. The caller understood and acknowledged these instructions.